Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose levels while using the ilet, including a high of 377 mg/dl during correction mode followed by hypoglycemia after a meal announcement that resulted in insulin stacking, with subsequent lows to 55¿56 mg/dl and later stabilization after oral carbohydrate intake. Symptoms included no reported physical complaints. Outcomes included successful self-management with oral glucose and observation, without outside assistance or medical intervention, and glucose values returned to range during calls. Investigation included review of device-reported glucose trends and user reports, along with troubleshooting and education on meal announcements and avoiding using meal entries as corrections. Investigation of this case revealed that the sequence of a correction followed by a meal announcement contributed to excess insulin delivery relative to need, consistent with user technique contributing to both hyperglycemia and subsequent hypoglycemia while the device functioned as designed. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcement timing and use as a correction was the most likely cause.